Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. D9 h3, h6: part: 03.010.104 lot: 19p7629 manufacturing site: bettlach release to warehouse date: 29. Oct. 2019 a manufacturing record evaluation was performed for the finished device 03.010.104 lot: 19p7629 and no non-conformances were identified. Visual inspection: the drill bit ø4.2 calibr l145 3flute (part: 03.010.104 lot: 19p7629) was received broken at customer quality (cq). The device was found to be broken at distal end and broken piece was not received. The embedded piece cannot be confirmed as there was no evidence (photos or x-rays) provided showing that the fragments were embedded in the patient. Device failure/defect identified? Yes document/specification review: the following current and manufactured revisions were reviewed: drill bit 3-flutes dx.x dimension inspection: the outer diameter of the shaft proximal to the breakage was measured to be with in specification. Complaint confirmed? Yes conclusion: the complaint was confirmed as the device was broken. However, the embedded device allegation was not confirmed as there were no photos or x-rays provided. A definitive root cause could not be determined. But, it is possible that rough handling or excessive force was applied during use and/or processing could have contributed to the complaint condition. During the investigation no unidentified product design/manufacturing issues or discrepancies were observed that may have contributed to the complaint condition. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from (B)(6) reports an event as follows: it was reported that on (B)(6) 2021 that the two (2) drill bits broke during the procedure. The fragments were left in the patient without any complications. This report is for one (1) 4.2mm three-fluted drill bit qc/needle point/145mm. This is report 1 of 2 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. H10 additional narrative: h3, h6: the investigation could not be completed, no conclusion could be drawn at the time of filing this report. The product was not returned for investigation. The customer is retaining the product. Based on the information available, it has been determined that no corrective and preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device history lot: part: 03.010.104. Lot: 19p7629. Manufacturing site: bettlach. Release to warehouse date: oct. 29, 2019. A manufacturing record evaluation was performed for the finished device 03.010.104 lot: 19p7629 and no non-conformances were identified. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.